Event description:
It was reported that the patient came in with a myocardial infarction. The 2.25x12 xience xpedition stent delivery system (sds) was unable to cross the lesion in the heavily calcified, mildly tortuous lesion in the left anterior descending coronary artery (lad). Resistance was met withdrawing the sds from the anatomy through the guide catheter. The guide catheter, guide wire and the sds were removed together as a unit. After removal of the sds from the anatomy, it was noted that the stent had dislodged from the sds balloon and was on the sds shaft. The stent struts were flared. The vessel was rewired and additional predilatation was performed. A 2.25x23 xience xpedition was able to cross the lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation and dislodged stent were both confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on visual inspection of the returned device and the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.